Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿fretting and crevice corrosion may occur at interfaces between components.¿ this report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2016-00547 / 00548 / 00549 / 00550 / 02115). Not returned by attorney.

Event description:
It was reported by the patient's legal counsel that patient underwent a right hip revision procedure approximately six (6) years post-implantation due to allegations of pain, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received confirms patient underwent a right hip revision procedure approximately six (6) years post-implantation due to pain and elevated metal ion levels. Operative report noted the presence of effusion, metal-stained tissue, torn and fibrotic musculature, and corrosion of the trunnion. During the procedure, the modular head, taper adaptor and acetabular cup were removed and replaced. A competitor cup and liner were used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; h2; h3; h6 device was returned and evaluated. Upon visual inspection there is some damage to the inside of the taper of one head. Both of the heads have scuffing on the outer diameter with no debris inside of the taper. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.